Manufacturer narrative:
(B)(4). Information received by medtronic indicated that the insulin pump failed battery alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump failed battery alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.